Manufacturer narrative:
Upon reassessment of the reported event it was determined that the event was reported under incorrect MFR and will be sent under 0002648920-2019-00377.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01391, 0002648920-2019-00245, and 3007963827-2019-00090. Concomitant medical products: fluted stemmed tibial component option size 6 catalog#: 00599604802 lot#: 62538928, all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog#: 00597206532 lot#: 62491399, femoral component option size f right catalog#: 00596401652 lot#: 62560994, palacos rg 1x40 single catalog#: 00111314001 lot#: 77584367. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, at an office visit it was reported the patient was experiencing swelling and stiffness approximately fifteen months post-implantation. Patient was given a steroid dose.